Event description:
Endoclamp aortic catheter - eac 100cm component - balloon rupture it was reported that the device was placed into the coronary sinus and separated when the customer inflated the balloon. Nothing was left in the patient, not patient adverse outcome, but could not use..

Manufacturer narrative:
Product was returned contaiminated with hepatitis c; per edwards procedure, this product cannot be evaluated due to infectious disease. Product was disposed of.